Event description:
It was reported that the patient was in the emergency room with a possible stroke. It was stated that it was unrelated to the system. The physician wanted to do an MRI. The patient had their leads placed 9 days prior for the partial implant and the stimulator had not yet been placed. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0amdm, implanted: (B)(6) 2013, product type lead. (B)(4).